Event description:
Information received by medtronic indicated that customer was not able to connect the pump with the transmitter. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Device will be return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.